Event description:
In 2009, the lay user/pt's son contacted lifescan (lfs) alleging that the pt's new one touch ultra2 meter was not powering on. The medical surveillance specialist (mss) spoke with the pt three days later, and obtained the following info. The pt reported that the alleged power issue was discovered the month prior, when she attempted to use the subject meter for the first time. Prior to obtaining the subject meter, the pt stated that she was testing with another device (brand unk); however, discontinued testing her blood glucose when she was no longer able to find the test strips for her other meter and unable to use the subject meter due to the alleged power issue. Despite not checking her blood glucose, the pt reported that she continued to take her usual dose of oral medication (3 tablets of glipizide daily). Four days prior to original date, the pt claimed she developed symptoms described as blurry and dark vision, faint, and had a difficult time concentrating. In response to the symptoms, the pt stated that she was taken to the emergency room on the evening of the next day. While in the ER, the pt obtained a blood glucose reading of "61 mg/dl" with the ER/hosp meter. The pt stated she was treated for a low glucose while in the ER; however, she could not recall what type of treatment she received. In addition, the pt confirmed she was also treated with potassium (for low electrolytes) and while hospitalized was given insulin when her blood glucose levels began to rise. The pt did not know if she was hospitalized as a result of an acute complications of diabetes or for some other non-diabetes related health condition. At the time of troubleshooting, the cca noted that there was no known trauma to the subject meter and that the pt was using the correct test strips. The power issue remained unresolved. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval, if the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.